Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that syringe has a crack on it. A patient was involved but not impacted or injured